Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Due to damage on the charge-coupled device unit, the image was not displayed. The bending section cover adhesive had a crack. Due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. The connecting tube had a scratch. Switch four (4) and switch two (2) had a scratch. The acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, while inspecting the evis exera ii ultrasonic bronchofibervideoscope, the endoscopic image was not presented on the screen, only the ultrasound image was presented properly. The issue was found during preparation for use. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: faulty ccd may be attributed to no image but the cause of the fault could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial. See updated sections b5 and h6.

Event description:
The customer reported to olympus, while inspecting the evis exera ii ultrasonic bronchofibervideoscope, the endoscopic image was not presented on the screen, only the ultrasound image was presented properly. The issue was detected during reprocessing. No patient or procedure involvement.